Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The advanced evaluation began (B)(6) 2022. It was reported that the caller explained how the patient is "swollen in the abdomen" and believes the patient is retaining urine, stating "I plan on taking him to the emergency room now.". Additional information was received from the patient. The patient's wife reported that the patient to the emergency room because they were retaining fluids. They drained about 1000 ccs of urine and placed a catheter. They had been using that only since that time. The wife said the patient hadn't complained about the pain in their back before that but realized much comfort once they helped the patient.